Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR as the patient's level of bradycardia and oxygen desaturation is considered life threatening. The distributor manages the service history records for this device. The distributor received the device for investigation and the broken no/n2 injector tubing was in the package with the device. As the device could not be tested with a broken no/n2 injector tubing, the tubing was replaced prior to testing. During the device investigation, the device monitored within-specification 7.4 ppm no (10 ppm +/- 3 ppm) while delivering a 10 ppm dose and within-specification 37 ppm (40 ppm +/- 4 ppm) while delivering a 40 ppm dose. The customer's complaint was not reproducible. A review of the device's service log confirmed that the device's measured no value had decreased to below 1 ppm and that a low no alarm had occurred. The service log review also confirmed that drug delivery out of the device was still functioning properly as seen in the calculated delivery value of 8.9 ppm. A leak or disconnect of the no/n2 injector tubing would be consistent with the observed service log findings of no delivery and device sampling/monitoring remaining fully functional. The report of a broken no/n2 injector tubing would be consistent with the drug not reaching the patient circuit. However as the customer reported that they broke the no/n2 injector tubing when packing the device for investigation and there was no report of a leak with the tubing while in patient use, the root cause for the low no alarm and the patient's oxygen desaturation and bradycardia could not be determined. Trends were reviewed for complaint categories, low no alarm, oxygen desaturation, and bradycardia. No trends were detected for these complaint categories. The assessment is based on information available at the time of the investigation. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Adverse event terms: oxygen saturation, low and bradycardia. (B)(4). (B)(6) 2020.

Event description:
Our EU distributor reported that a patient experienced both oxygen desaturation and bradycardia while on the inomax dsir. The distributor stated that the patient, who had been intubated with nitric oxide (no) since birth, was receiving 7 ppm no at the time of the event. The distributor reported that after 1.5 days of 7 ppm no, the device's measured no level gradually decreased within a minute to less than 1 ppm. The distributor stated that the patient did not exhibit any immediate clinical signs. The distributor reported that the device's low no alarm then went off and the patient began to experience both bradycardia and oxygen desaturation. The distributor reported that the patient was removed from the dsir and manually ventilated with the device's inoblender while a backup dsir device was being prepared. The distributor stated that the patient's oxygen saturation level before the incident was 90%, 40% during the incident while the patient was on the dsir and inoblender, and 80-90% after the incident. The distributor reported that the patient's heart rate was 170 beats/minute before the incident, 60 beats/minute during the incident, and 170 beats/minute after the incident. However, the distributor stated that the patient had repeatedly shown these same symptoms earlier, due to problems with the patient's intubation tube. The distributor reported that they were still unsure what the main reason was for both the patient's bradycardia and oxygen desaturation. The distributor stated that they were not sure if the patient's bradycardia was due to the patient's oxygen desaturation or to the patient's underlying condition. The distributor reported that when the customer was packing up the device for investigation the device's no/n2 injector tube was broken. The distributor stated that the broken end of the no/n2 injector tube was left sitting on the dsir's monitor. The distributor stated that the customer thought that the no/n2 injector tube broke when she was packing the device for investigation. The device was returned for investigation.